Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported poor communication on their patient programmer (pp) the day before initial report; they are seeing it again on date of initial report. Yesterday, patient believes they hit the sync key but didn't mean to. They further said they don't believe they had the antenna over the ins at that time. Once it was over the ins, the patient was able to communicate. Patient then said they tried again on date of initial report, but they were seeing the same thing. Patient believes they were trying to hold the antenna over their shorts. The patient was using an antenna, but the poor communication issue was not resolved. The antenna was then removed from the pp and the pp was placed directly over the ins on the skin. An attempt was made to sync to the ins; the poor communication issue was resolved. It can be noted that the patient was recently implanted so it was reviewed to attempt to communicate once swelling is gone or bandages have been removed. It was further reviewed to call back if the issue persists after the bandages are removed and after they allow for things to heal. Additional information was received from the consumer on (B)(6) 2018. The patient reported they received a follow up letter on (B)(6) 2018 and reported they were getting poor communication and noted this issue first occurred on (B)(6) 2018. The patient reported noticing more urgency with their symptoms and that they noticed this issue on the morning of the call. The patient reported trying to increase stimulation the day prior to the call but they were unable to increase stimulation. The patient noted they were on program 1 at 1.7 v and noted that previously they were at 1.4v. The patient increased stimulation to 2.5v and confirmed that the stimulation was comfortable and that they would monitor their symptoms. There were no further complications reported/anticipated.